Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ra lead had high impedance due to an inner coil fracture. The lead was replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that no conductor fracture, and no insulation breach in-vivo were observed on partial segments lead returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694365v lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased impedance fluctuations. Atrial capture was also questionable and intermittent. It mentioned that the patient possible had twiddler¿s syndrome. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.